Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that he was hospitalized with low blood glucose on (B)(6) 2015. Blood glucose value at the time of admission is unknown. The customer stated he just blacked out and woke up in the hospital. Customer stated that the insulin pump over delivered insulin. The customer stated he has been experiencing low blood glucose since being on insulin pump therapy and has gotten the device replaced and the settings adjusted but is having the same issues. He declined troubleshooting. The customer stated he was looking into upgrading the insulin pump to be able to use the sensor feature. Customer was transfer to discuss upgrading the insulin pump.